Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's weight at the time of the event was (B)(6). It was reported that the pump was replaced on 2017 (B)(6) and would be returned to the manufacturer for analysis. It was reported that the cause of the oral opioid overdose, baclofen overdose, somnolence and pseudoseizures was not determined. It was reported that to resolve the baclofen overdose, the patient was admitted to the local hospital where physostigmine was administered with effect, and intrathecal baclofen was decreased. It was reported that to resolve the pseudoseizures the patient was referred to a neurology consult. It was reported that the baclofen overdose was resolved. It was reported that it was unknown if the pseudoseizures were resolved. It was reported that it was unknown when the patient first started experiencing the oral opioid overdose and the pseudoseizures. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that on an unspecified date, the patient started treatment with baclofen 2000 ¿g/ml at 1600 ¿g per day via intrathecal drug delivery pump for stiff person syndrome, spasticity and pain. It was reported that on an unspecified date, the patient started treatment with an unspecified opioid at an unspecified dose, intrathecally, per continuous infusion via a synchromed ii pump for stiff person syndrome, spasticity and pain. It was reported that on an unspecified date, the patient started treatment with an unspecified oral opioid for an unspecified indication for use. It was reported that on an unspecified date, after starting the products, the patient had an opioid overdose from oral opioids. It was reported that originally the patient had baclofen and an opioid in the pump, but since the oral opioid overdose, the health care provider (hcp) decided to only fill the pump with baclofen. It was reported that about 4 to 6 weeks ago (relative to (B)(6)2017), the patient had 2 to 3 episodes (not further clarified) and the reporter suspected the patient was getting too much baclofen. It was reported that the pump had 4 months until eri (elective replacement indicator). It was reported that a pump replacement had been planned a couple of months ago but was pushed back because of personal reasons. It was reported that the reporter had checked the pump logs and there did not seem to be any anomalies and there had been no significant volume discrepancies. It was reported that the catheter had not been checked in a while but the catheter was not expected to be an issue since it seemed like the patient was getting too much medication rather than an underdose. The reporter indicated that he was thinking about just replacing the pump and sending it back to medtronic for analysis since it was near eri. No additional information was provided. On (B)(6)2017, it was reported that additional medical history included spasticity related to spinal dystonia (diagnosed in 2004), a pacemaker in situ, osteoarthritis and hypothyroidism. It was specified that the patient was treated with lioresal (baclofen). It was reported that the start date of lioresal was unknown as the pump was originally implanted by a different physician sometime around 2004. The oral opioid overdose symptom was clarified as loc (thought to reference loss of consciousness) and it was reported that the event required admission. The date of this event was not provided but it was reported that on (B)(6)2016, the patient was weaned off of oral opioids. The 2 to 3 episodes when the reporter suspected the patient was getting too much medication were clarified as on (B)(6)2017, the patient was somnolent. It was reported that the patient's husband brought the patient to the local ed (emergency department) where the patient was given physostigmine and the patient revived after several minutes. It was reported that the pump was decreased by 25% and the plan was to decrease the dose by 5% weekly. It was also reported that due to the events the pump was decreased by 20% twice. It was reported that on (B)(6)2017, the husband was unable to arouse the patient, he was told to call 911 and the patient was cared for at the hospital. The reporter did not know the dates of hospital admission or discharge but the admitting diagnosis was a baclofen overdose. It was reported that as of (B)(6)2017, the patient's lioresal dose was 1000 ¿g per day. It was reported that the patient continued to have episodes of pseudo-seizures, and a surgical revision of the pump was planned for (B)(6)2017. No further complications were reported. The patient¿s medical history included stiff person syndrome, pain, spasticity and implantations of unnamed device (model # 2490g; on an unspecified date); an indura plus spinal catheter, synchromed ii pump (model #'s 8731, 8637-20; implanted on (B)(6)2004, an indura plus/spinal catheter (model # 8731; implanted on (B)(6)2004, a synchromed ii pump (model # 8637-20; implanted on (B)(6)2011), a revo MRI surescan and a capsurefix MRI (twice) (model #'s rvdr01, 5086mri52, 5086mri45; implanted on (B)(6)2014), and an artificial cardiac pacemaker (implanted on an unspecified date).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 1600mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported the patient has had 2 to 3 episodes about 4 to 6 weeks ago where they were suspecting the patient was getting too much medication. The healthcare professional (hcp) stated the patient had an episode in the past that was not pump related, but instead related to an oral opioid overdose. It was noted the patient originally had baclofen and an opioid in their pump, but since then the hcp had decided to only fill the pump with baclofen. It was noted that the pump was supposed to be replaced a couple months ago, but they had to push it back due to personal reasons. The pump has 4 months until elective replacement indicator (eri). The pump logs were checked and there did not seem to be any pump anomalies. The catheter had not been checked in a while, but the hcp did not suspect an issue with the catheter since it seems like the patient was getting more of an overdose than an underdose. It was noted there had not been any significant volume discrepancies for this pump. It was also noted that the patient cannot give themselves a bolus if the pump was not programmed to the personal therapy manager (ptm), which the hcp states the ptm was not programmed to the pump. The hcp was thinking about just replacing the pump since it is near eri, and then send the pump back for analysis. It was noted that the patient was diagnosed with stiff person syndrome and pain, which was why they received the pump. Event date was 2017 (4 to 6 weeks ago). No further complications were reported/anticipated.